Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial leadless pacemaker (alp) dislodged into the pulmonary artery. It was noted that about 25 minutes later into the surgery, atrial pacing was noted with concern of non-capture and there were no p- waves. The device was successfully retrieved and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of device dislodgement could not be confirmed. Reported capture and sensing anomalies were confirmed. The device was unable to establish telemetry and no output was noted upon receipt. Analysis after the device was cut open revealed battery voltage was at end of life (eol) level. Testing performed on the hybrid indicated high current drain, consistent with battery depletion, which contributed to the reported capture and sensing anomalies. Additional testing performed on the hybrid indicated a metal migration anomaly causing a short. Corrective actions have been taken to address the issue. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.